Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their device "nearly killed" them. It was also reported that the patient experienced sepsis of an unclear etiology. The entire pacing system was explanted and replaced. No further patient complications have been reported as a result of this event.